Event description:
Customer reported that a patient with a previous history of anti-fya (showing dosage) did not react with vrc177. The antibody was first identified in 2011. The patient's antibody screen was positive - 1+ positive with cell 2 (fya+fyb-). No reactivity was observed with the fya+ cells from vrb177. Additional testing of sample was performed with vrc177 (treated and untreated cells) with positive reactions (2+) noted in cell 1 (fya+fyb-) and cell 5 (fya-) in the untreated cells and 4+ in the treated cells with both donors. Customer was not able to rule out anti-cw. No additional investigation was performed by the customer.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. Results were satisfactory. Customer was unable to provide sample for further investigation. (B)(4).